Event description:
The olympus representative reported on behalf of the customer, during preparation for use for a diagnostic procedure, the fiberscope leaked at the channel. The intended procedure was completed with the same device and no surgical delay. No patient harm reported. During the evaluation of the device, it was noted the coating on the connecting tube was peeling off. This report is to capture the reportable malfunction of the peeling coating on the connecting tube noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. Liquid leaked due to damage of the channel tube. The connecting tube was crumpled. The angulation in the down direction was out of standards due to a worn angle wire and the objective lens was dirty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. From the inspection results, it was confirmed that the coating at the insertion section peeled off, and the insertion tube was "squeezed". Therefore, it was presumed that the cause was physical stress, chemical stress, the storage environment, etc. The user is able to detect the suggested event appropriately by handling the device in accordance with the following instructions for use (IFU): "visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities." The user is able to reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU: "caution: do not strike the distal end of the insertion tube or allow it to strike other objects. The objective lens surface of the distal end is particularly fragile, and vision abnormalities may result." The IFU further states: "this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found." Finally, the IFU states the following regarding storage: "caution: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.